Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during fill 3/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt fell out of bed and the supply line of the homechoice set became disconnected from the supply bag during therapy. The home pt then reconnected the supply bag to the same supply line of the homechoice set. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.